Event description:
It was reported that during a device change out due to eri, externalized conductors were observed via fluoroscopy. Lead fracture was also noted. High, out of range, pacing lead impedance measurement was observed after the leads were removed from the explanted device. The lead was capped and replaced. Patient monitoring will continue.